Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clips fell off the cystic artery and duct during the procedure. The sales rep, was there to witness this occurrence. The surgeon placed the clips after the initial clips loosened and was able to get the instrument to function. There was no consequence to the pt.